Event description:
Healthcare professional reports left side "discomfort, capsular silicone bleeds, internal capsular collapse and an altered silicone echogenicity and silicone in the pectoralis muscle." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening,crease fold. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, rupture and silicone migration.

Event description:
Healthcare professional reports left side "discomfort, capsular silicone bleeds, internal capsular collapse and an altered silicone echogenicity and silicone in the pectoralis muscle." Device has been explanted and replaced.